Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803.

Event description:
MDR decision updated to not reportable. No additional supplementals required.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via psr (product surveillance registry) regarding a patient who was receiving intrathecal gablofen. The indication for use was non-malignant pain. The programming date from the most recent refill prior to the event was (B)(6) 2015. On (B)(6) 2015, the implanting physician intended to place the catheter at c4, but she was unable to advance to that level secondary to scar tissue. If necessary, they would revise the catheter in the future. No action was taken. The event was unresolved with no further action planned. This event was related to the implant procedure; it was not related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.